Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 263 mg/dl while wearing the pod for an unknown amount of times. The patient reported being unsure if the cannula was properly seated in the infusion site. It was also reported that the cannula looked crooked.

Manufacturer narrative:
Inspection of the needle mechanism found no abnormalities that would lead to improper insertion of the cannula. Inspection of the bottom housing and e-seal found no damages or abnormalities. The cause of the reported event could not be determined. The received device had the cannula assembly fully deployed. The soft cannula was not observed to be bent or kinked. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin.